Manufacturer narrative:
Sponge was not kept to be returned.

Event description:
It was reported that during a surgical procedure at the user facility, sponges were frayed and the master tag is sticking to the top sponge which is also causing them to fray. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.